Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The cannula measured the correct full length according to specification. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Although no issues were noted, it could not be conclusively determined if the cannula was improperly inserted at the infusion site.d4- UDI changed from ((B)(4) . D4 lot number added pd1c12111943 . D4 expiration date added as 6/11/2021. H4 device mfg added as 12/11/2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula/ unsure properly inserted into infusion site or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide.  Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.  Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod.   Chapter 3 / page 49. Warnings:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 266 mg/dl while wearing the pod between 24 and 36 hours. Patient' parent reported being unsure if the cannula was properly inserted in the infusion site (leg) in addition upon removal of the pod from the infusion site the cannula was bent. As treatment, the pod was replaced and a correction of 1.9 units of insulin was administered. The patient's blood glucose and insulin history are as follows: (B)(6).